Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was reported that the cause was unknown. The issue was possibly resolved, the overflow of prostate still occurs, just doesn't quit as often. There were no further complications reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. It was reported that they had their ins implanted on (B)(6) and thought it was working, had a bowel movement friday, then the stimulation wasn¿t as strong as it had been, and then saturday and yesterday the ins didn¿t seem like it was working as well as it should have been. Caller stated they got ins to where it felt like it was a ¿click or buzz¿ but it quit, and was looking for assistance getting ins adjusted. It was reviewed that stimulation was off. Patient then was helped to turn therapy on and stated they thought they could feel it then. It was reviewed it takes time for the body to respond to therapy. Patient also mentioned they had pain on his back where the antenna was. There were no further complications reported.

Manufacturer narrative:
In addition to this report received 12/26/17 there is a correction to the 1/2/2018 report: 1/2/2018 report was received from the patient rather than the hcp. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp: the cause of the device quitting was determined to be patient error. The patient had trouble adjusting the setting on this ins. Education was given at a follow up appointment; the ins is working. The patient did not report any unusual pain to the doctor at his follow up appointment. No further complications were reported or are anticipated.